Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ups of the viewing station was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) has been received by the manufacturer for evaluation but no results are available yet.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) was beeping. The front cover was taken off and the replace battery light was lit on the uninterruptible power supply (ups). There was no patient present at the time of the issue.